Event description:
It was reported that lately, the battery area was giving the patient a burning feeling off and on. Also, this did this when charging there off and on. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that they had pain around the implantable neurostimulator (ins) battery. They would occasionally have sharp pains right around the outside of the ins and now it was getting extremely irritating which began in the last week or so. The pain occurred all the time and not just during charging. The patient stated that the ins had done this a couple of times before where they had pain at the implant site for about an hour or two but then would go away. No falls or trauma were reported related to the issue although they stated that they had been dizzy (which had started a week ago). The patient had turned the ins off but it did not seem to help (still had pain). The patient was going to follow up with their healthcare professional (hcp). It was noted that they had not seen their doctor in well over a year because they had not needed to.

Manufacturer narrative:
Concomitant products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).